Event description:
Boston scientific crm received information that this patient's competitive lead was exhibiting elevated threshold measurements and the patient was brought in for a lead revision. The device battery showed only 1/3 remaining and device longevity was noted to have decreased to two years remaining despite decreased outputs. The decision was made to explant the device for precautionary measures. A new pacemaker was implanted without further incident.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.